Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to be consistently high for the last year with a high measurement of 136 ohms. The cause of the high shock impedance is unknown. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.